Event description:
It was reported the patient's ipg turns on and off without prompting. The patient also has lost a significant amount of weight and she experiences pain at the ipg pocket site. The patient's ipg was explanted and replaced in a new pocket site location.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).